Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock that have been received for analysis. To analyze this case, we have received 36 closed samples from our stock and 1 closed sample from customer. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received from stock and customer has been performed and the units are tight. Needle attachment strength results conducted on 15 closed samples from our stock are 0.53 kgf in average and 0.09 kgf in minimum (european pharmacopoeia (ep) requirements: 0.23 kgf in average and 0.11 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia (ep). Additionally, we have conducted the needle attachment strength test of 35 samples (reference with double needle) from stock according to the standard iso 2859/1 and all the results fulfil ep requirements. Needle attachment strength results conducted on the closed sample received from customer are 0.65 kgf in average and 0.60 kgf in minimum and fulfil ep requirements: 0.23 kgf in average and 0.11 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements for needle attachment strength. Final conclusion: according to the results of the closed samples received from stock and from customer and the batch manufacturing record review, the product complies the specifications of european pharmacopoeia/ b. Braun surgical specifications; therefore, we do not see any manufacturing fault or material defect that could have caused the incidence, and the case is considered not confirmed. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monoplus suture. The client reported that both needles of the monoplus 5/0 dr12 became detached during the carotid suturing; carotid anastomosis suture (pure tissue use of the vessel - no prosthesis or similar). With the other vessels, the suture material is completely fine. For the carotid artery, this feedback has now been received from the user three times. For carotid procedures, the operating room (or) staff are now providing the user with a suture from another manufacturer. Additional information has not been provided.